Event description:
It was reported that the patient was admitted to the hospital due to volume overload. Log file submitted showed multiple ¿low speed advisory¿ alarms beginning (B)(6) 2022. The speed was as low as 6000 rpm and the watt up to 11-15. The patient had no known driveline issues; however, driveline white cover had broken area close to the controller which was covered with rescue tape. Intermittent low speed events on (B)(6) 2022 at 1909 through (B)(6) 2022 at 1036. No clinical sign and symptoms of hemolysis reported. Additional log file review revealed 3 yellow wrench advisory, 2 replace controller and 3 backup battery fault alarm in which was reported to occur when there were high powers during the low speed events. The events in the log were transient and self-resolved. X-ray images did not show any obvious areas of shield breakdown internal nor external. The patient continued to have more low speed advisory alarms and patient had started using ungrounded patient cable. Echocardiogram done on (B)(6) 2022, revealed no evidence of clot in ventriculus. Lactate dehydrogenase (ldh) was 200-300 u/l which was within normal ranges. Plasma free hemoglobin 1.4 g/dl. The patient was placed on ungrounded cable and noticed a rise in power throughout the afternoon. Heparin drip was initiated. An echocardiogram (echo) was completed upon patient's admission and with no significant findings. On (B)(6) 2022, the patient underwent a distal end percutaneous lead repair and tricuspid valve clips on (B)(6) 2022 .following the repair, log file submitted contained pulsatility index (pi) events as well as a few unsustained power/flow elevations. On (B)(6) 2022 and (B)(6) 2022 no external power events were noted while using mobile power unit (mpu) which appeared to have been the result of the patient simultaneously disconnecting power from each controller leads and reported to be an accidental power disconnect. On (B)(6) 2022 and (B)(6) 2022, un-sustained power and flow elevations associated with pi events. No additional information provided. Related manufacturer report number 2916596-2022-01823.

Manufacturer narrative:
The reported history of bleeding is reported under MFR # 2916596-2022-01679. A portion of the driveline was returned for analysis. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding during the investigation revealed superficial driveline damaged. Low-speed events were confirmed in the evaluation of the submitted log files; however, a specific cause for the events could not be determined through this evaluation. Additionally, analysis of the log files provided by the account confirmed elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined. The submitted log files captured multiple low-speed events on 19feb2022 between 19:09:43 and 19:09:52, 20feb2022 between 08:04:51 and 10:36:19, and 22feb2022 at 23:27:25. Each of the events occurred while the system was operating on the power module. Analysis of the submitted log files also revealed transient power elevations up to 16.6 watts were recorded throughout the log files. The approximately 15" segment of the driveline replaced by technical services was returned for evaluation. Visual inspection of the driveline revealed clear rescue tape removed from the outer silicone jacket at approximately 1.5-3¿ and 3.5-5¿ from the controller connector. Examination of the driveline found minimal shield breakdown throughout the driveline. Upon removal of the rescue tape, the driveline revealed multiple cuts in the white silicone jacket approximately 2.5" and 4.25" from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The account communicated that the patient had no evidence of active gastrointestinal (gi) bleed and was likely a slow chronic bleed. The patient was treated with one unit of blood transfusion. The patient was placed on a non-grounded cable and since hadn¿t had additional low-speed events. According to the account, the patient is currently on heparin drips for power elevations and was discharged on (B)(6) 2022. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 12jun2012. Heartmate ii lvas IFU is also available. The IFU lists bleeding as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low speed. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient¿s international normalized ratio (inr) goal modified to 1.5-2. Current inr was 3.58 on the day of admission. No evidence of active gastrointestinal (gi) bleed. Likely slow chronic bleed. The patient was transfused with one unit of packet red blood cell (prbc). Inr goal lowered to 1.8-2.5. No additional information provided.